Event description:
This was reported by the patient who had surgery, a menisectomy on (B)(6) 2010. She began to have quick, sharp random pains in her knee. She went to her doctor and had an x-ray. It was noticed there was a foreign body in her knee. She went back to the surgeon (B)(6) 2012 and he removed a metallic piece that was the tip of the outer shaft of the dissector. Patient doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause of the event is when the user applies excessive bending/leveraging force on the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.